Event description:
The patient reported to us that the v-go he was wearing last night on (B)(6) 2019 lifted off his body while he was sleeping. The patient mentioned he only had the v-go on for 6 hours when that happened. The patient was wearing the v-go on his abdomen area. The patient did confirm that he is preparing the infusion site correctly by cleaning the area with a alcohol swab and letting the area dry. The patient discarded the v-go in question from (B)(6) 2019.